Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/ mild cramping'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)'), blood loss anaemia ('anemia'), genital haemorrhage ('gen. Abnormal bleeding'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3 (((B)(6)1993, (B)(6)1999, (B)(6)2004)) and preterm labor ((B)(6) - early delivery). On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2005, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2019, the patient experienced fallopian tube cyst ("other injury(ies) or complication please describe: cyst ¿fallopian tube") and was found to have ovarian fibroma ("other injury(ies) or complication please describe: ovarian fabroid"), 15 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced blood loss anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and ovulation disorder ("I was never able to feel the ovulation process until essure") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with estradiol (estrogen), ibuprofen and surgery (hysterectomy with bilateral salpingo-oopherectomy - total abdominal hysterectomy, robot-assisted). Essure (ess205) was removed on 25-aug-2019. At the time of the report, the dysmenorrhoea, vaginal haemorrhage and ovulation disorder had resolved and the menorrhagia, blood loss anaemia, genital haemorrhage, metrorrhagia, fatigue, pregnancy with contraceptive device, abortion spontaneous, fallopian tube cyst, ovarian fibroma, dyspareunia, abdominal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, ovarian fibroma, ovulation disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding. 14oct2004(per pfs; discrepancy diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet and medical record was received. Event added from pfs- abnormal bleeding (vaginal), pregnancy with contraceptive device, pregnancy (stillbirth or miscarriage), device ineffective, fallopian tube cyst, ovarian fabroid, dyspareunia (painful sexual intercourse), abdominal pain, lower abdominal pain, ovulation disorder. Reporter information, medical history, events onset date, events outcomes, treatment drug, essure removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/ mild cramping') in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (((B)(6) )) and preterm labor (1999 - early delivery). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). In 2005, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2019, the patient experienced fallopian tube cyst ("other injury(ies) or complication please describe: cyst ¿fallopian tube") and was found to have ovarian fibroma ("other injury(ies) or complication please describe: ovarian fabroid"), 14 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced blood loss anaemia ("anemia"), genital haemorrhage ("gen. Abnormal bleeding"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and ovulation disorder ("I was never able to feel the ovulation process until essure") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with estradiol (estrogen), ibuprofen and surgery (hysterectomy with bilateral salpingo-oopherectomy - total abdominal hysterectomy, robot-assisted). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, vaginal haemorrhage and ovulation disorder had resolved and the heavy menstrual bleeding, blood loss anaemia, genital haemorrhage, intermenstrual bleeding, fatigue, pregnancy with contraceptive device, abortion spontaneous, fallopian tube cyst, ovarian fibroma, dyspareunia, abdominal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, ovarian fibroma, ovulation disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding. Left side- 2, right side - 5 trailing coils date(s) of removal: (B)(6) 2019 (as per pif, discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Imaging procedure - in 2004: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Essure insertion date and rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/ mild cramping') in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (((B)(6) 1993, (B)(6) 1999, (B)(6) 2004)) and preterm labor (1999 - early delivery). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). In 2005, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2019, the patient experienced fallopian tube cyst ("other injury(ies) or complication please describe: cyst ¿fallopian tube") and was found to have ovarian fibroma ("other injury(ies) or complication please describe: ovarian fabroid"), 15 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced blood loss anaemia ("anemia"), genital haemorrhage ("gen. Abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and ovulation disorder ("I was never able to feel the ovulation process until essure") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with estradiol (estrogen), ibuprofen and surgery (hysterectomy with bilateral salpingo-oopherectomy - total abdominal hysterectomy, robot-assisted). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, vaginal haemorrhage and ovulation disorder had resolved and the menorrhagia, blood loss anaemia, genital haemorrhage, metrorrhagia, fatigue, pregnancy with contraceptive device, abortion spontaneous, fallopian tube cyst, ovarian fibroma, dyspareunia, abdominal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, ovarian fibroma, ovulation disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding. (B)(6) 2004 (per pfs; discrepancy left side- 2, right side - 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Imaging procedure - in 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: ptc (product technical complaint) extension of expected date of next report on 9-mar-2020: pfs received : lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), blood loss anaemia ('anemia') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the dysmenorrhoea, menorrhagia, blood loss anaemia, genital haemorrhage, metrorrhagia and fatigue outcome was unknown. The reporter considered blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia and metrorrhagia to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received, case become significant ,patient demographic, essure indication and event injury to herself replace with dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods),gen. Abnormal bleeding, anemia and fatigue were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.